Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: ¿the anchor was broken when it was implanted.¿ the insertion device was returned with one strand of suture. The anchor was not returned. The inserter¿s inner rod was found slightly tilted at the distal tip. It no longer rotates concentrically. The symptom is consistent with loss of axial alignment. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. When a larger hole is required, as in the case of hard bone, reusable drills specific to the suture anchor are sold separately. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith and nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface.¿ the recommended prep instrument for this product is a straight 3.8mm awl. A 3.8mm awl was reported to have been used. A functional evaluation verified that and the torque limiter functioned as intended. Audible click was heard with rotation and advancement of the inner rod. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor was broken when it was implanted. Part of the product residue entered the wastewater with the suction device, and other product residues were taken out. All pieces were removed. A backup was available to complete the procedure successfully using an additional bone hole, with no significant delay and no patient injuries reported.